Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was unknown if the patient was hospitalized for the peritonitis. The patient was treated with vancomycin injection (1gm, route, frequency and duration were not reported), ceftazidime injection (1gm, route, frequency and duration were not reported) and heparin injection (1gm, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information was available.